Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the caller was told by the patient that the system doesn't work, it was unclear what was meant by that the timing of issue was unknown by caller. No patient symptoms were reported.